Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required and additional information is available.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).